Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of jubux091 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that bumps of the statlock device retainer spontaneously unlocked, causing the catheter to be extracted by 4cm. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the statlock latch became unclipped was confirmed and the cause was determined to be use related. The product returned for evaluation was a statlock PICC plus catheter securement device. The locking retainer was returned having been torn from the foam pad and the left latch was nearly torn from the retainer at the hinge. Foam residue on the bottom of the retainer confirmed that the sample had been securely adhered to the foam pad at one point. Microscopic examination of the sample found one of the two latches, on the partially broken tab, to be curved away from the latch prong. This same latch was at the end of the tab which was completely torn. This evidence is indicative of the tab having been forcefully opened and torn. It is also possible that this event tore the retainer from the foam pad. No potential manufacture defect was observed on the sample. A lot history review (lhr) of jubux091 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that bumps of the statlock device retainer spontaneously unlocked, causing the catheter to be extracted by 4cm. No patient injury reported.